Manufacturer narrative:
The evaluation of the event is ongoing. An inservice was conducted that covered bed side precleaning and manual cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that bedside precleaning of the gastrovideoscope was not being performed in accordance with instructions for use. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed by an olympus representative that the facility staff do not follow olympus instructions for use regarding bedside pre-cleaning procedures. The event can be detected/prevented by following the instructions for use which state: "instructions evis exera ii ultrasound gastrovideoscope. Olympus gf type uct180. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment" . Olympus will continue to monitor field performance for this device.